Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument would partially seal and stop. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The instrument issue involved delayed sealing and insufficient sealing. The instrument eventually stopped sealing. The vse instrument worked and was in use about 30 minutes prior to the issue. No errors occurred when the vse instrument was in use. At the time of the event, during the sealing sequence, there an audible signal (continuous tone) while the pedal was pressed. At first, tissue effect observed during the sealing cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has finished their investigation. Fa was not able to confirm or reproduce the reported complaint. The vessel sealer extend instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. Additional observations not reported by the site were also observed. The instrument's main tube was found to be bent. The bending damage was located around the middle of the main tube. The instrument was found to have failed one engagement test based on log review. Log review shows engagement failures via error code 22020 indicating engagement on the wrist pitch axis.